Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power error 25, low battery alarms, and power loss alarms. The power management tool confirmed pump error 25, low battery alarms, and power loss alarms were triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board .after disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose. Customer's blood glucose level was went down to 30 mg/dl at last night. It also reported that the insulin pump had insulin flow blocked alarm and power error. Customer treated their low blood glucose with eating food and declined troubleshoot for low blood glucose level. Customer will return device for analysis.